Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. The customer stated that there were some motor errors in the alarm history. The customer insulin pump has been out of warranty. The customer's blood glucose is normal, didn't require medical treatment.